Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject ICD was implanted on (B)(6) 2017. Reportedly, an av node ablation was scheduled for the patient on (B)(6) 2017. Upon interrogation before the intervention to disable the shocks, the following warning was displayed: [a3] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin. The battery curve was showing an abrupt decrease from about 3.2v to 2.93v, whereas patient rhythm is mainly spontaneous and no shock has been delivered since implantation.

Manufacturer narrative:
(B)(4).

Event description:
The subject ICD was implanted on (B)(6) 2017. Reportedly, an av node ablation was scheduled for the patient on (B)(6) 2017. Upon interrogation before the intervention to disable the shocks, the following warning was displayed: technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin. The battery curve was showing an abrupt decrease from about 3.2v to 2.93v, whereas patient rhythm is mainly spontaneous and no shock has been delivered since implantation.